Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. No motor error alarm or excessive no delivery alarms noted. The testing could not be completed due to the prime anomaly. The device also had a scratched lcd window and missing end cap sticker. It passed the displacement, rewind, basic occlusion, and excessive no delivery alarm tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that insulin squirted out of the tubing during prime. Blood glucose value at the time of incident was 150 mg/dl; current value was 281 mg/dl. Customer was disconnected during prime. During troubleshoot, insulin continued to drip after letting go of the act button, the motor did not slow down nor did numbers ramp up on the screen. The alarm history showed a motor error and a no delivery on (B)(6) 2013. The device was replaced and returned for analysis.